Manufacturer narrative:
Block b3: exact date unknown, event occurred two years prior to the date the manufacturer became aware of the event.

Event description:
It was reported that the patient pain at the lumbar spine which describe as stabbing and aching associated with numbness and tingling. The patient's symptoms were aggravated with changes in posture and the pain radiates to the lower extremities. The patient underwent a revision procedure.

Manufacturer narrative:
Correction to supplemental MDR in blocks: b1, b5, and h6.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced pain, numbness, and tingling sensations in the back radiating down the right thigh, knee, and foot. The patient also experienced difficulty charging the implantable pulse generator (ipg). Troubleshooting steps were provided; however, the issue persisted. It was subsequently assessed that the ipg had reached its end of service, resulting in a loss of stimulation. The patient underwent a revision procedure during which the ipg was explanted and replaced. The patient was reported to be doing well postoperatively. The explanted ipg was discarded by the medical facility and will not be returned for analysis.

Event description:
It was reported that the patient pain at the lumbar spine which describe as stabbing and aching associated with numbness and tingling. The patient's symptoms were aggravated with changes in posture and the pain radiates to the lower extremities. The patient underwent a revision procedure. Additional information was received that patient's implantable pulse generator (ipg) was replaced with a non-rechargeable device. The patient was doing well postoperatively and the explanted will not be retuned as it was explanted by the facility.